Manufacturer narrative:
Investigation summary: bd had not received samples, but one photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube experienced foreign matter in the tube. Product defect was noted prior to use. The following information was provided by the initial reporter: light brown-colored fm was found in a tube.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Medical device lot #: an invalid lot # of 9260456 was provided. The correct lot # is not known at this time. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tube experienced foreign matter in the tube. Product defect was noted prior to use. The following information was provided by the initial reporter: light brown-colored fm was found in a tube.